Event description:
It was reported the device experienced an electrical reset. The device was reset to the original settings and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2008. Product ID: 5076-58, implantable pacing lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated a partial electrical reset.